Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -10.0 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Corrected data: h6: medical device problem code - 1494: off-label use keratoconus. Claim#: (B)(4).